Event description:
The patient stated she received the 2nd orthovisc injection of her 1st series and suffered a rash. The patient stated she had some tenderness in her knees prior to the orthovisc injections and she received x-rays which did not indicate signs of arthritis. First injection date: (B)(6) 2015: no reaction; 2nd injection date: (B)(6) 2015: both knees; onset: (B)(6) 2015, stomach/chest rash and spread to arms and legs within days of 2nd injection and covered her entire body. The rash did not involve itchiness, heat or swelling. No injection site rash. On (B)(6) 2015: the patient received a cortisone injection and prescribed a topical cortisone cream by the dermatologist. The patient flew to (B)(6) and by (B)(6) 2015 the rash worsened. The patient stated she called a (B)(6) dermatologist and was recommended to go urgent care for treatment but she did not want to go feeling that they would not do anything for her. The patient walked in to a different (B)(6) dermatologist's office and said the nurse took a picture and biopsy from the upper stomach area and recommended she continues with the cortisone cream. The patient said that the biopsy was sent to her local dermatologist and that doctor stated the cause of the rash could not be confirmed but thought it was related to some kind of medication. The patient stated that she saw her orthopedic doctor on the same day that she was to receive her 3rd injection and the doctor advised not to have additional injections and the patient agreed. The patient stated that she also went to an internal medicine physician and the source of the rash could not be confirmed. The patient stated that currently the rash will fade for a few days and return and is bright red but remains mostly on her legs. The patient has not received allergy testing.